Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The tested strips failed testing. The reported issue was confirmed. The test strips were further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labeling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) reviewed the call. The patient stated that the alleged inaccuracy began on (B)(6) 2017, 09:50. When the patient obtained her first result in the following sequence over a period of hours ¿154, 156, 157, 169, 164,164, 168 and 162mg/dl¿ on the subject meter performed more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine as a result of the alleged product issue. Mss also established the patient felt the meter was reading higher that how she was feeling and reported that later that same day she began experiencing symptoms of ¿sweating, shaking and cold inside but her skin is hot.¿ the patient reported that on (B)(6) 2017, 1:00pm she self-treated by drinking some ¿gatorade.¿ the patient stated at this time she obtained a blood glucose result of 58mg/dl on a doctor¿s meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient had not selected control solution manually. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.